Manufacturer narrative:
The reported event of crosstalk was confirmed by reviewing the egms stored in the device image. However, crosstalk had occurred as a result of programmed settings. The device behaved as programmed. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator replacement procedure due to normal battery depletion. Prior to procedure, the device exhibited crosstalk during atrial pacing. Programming changes were made. The device was explanted and replaced. The patient was in stable condition.